Event description:
Patient newly admitted and placed on servo-I ventilator. Immediately noted that patient was not being ventilated. (Volumes were being delivered, but not returned.) Verified that all connections were properly connected. Suspected expiratory filter clog, and removed it. Patient began being ventilated. (Of note, all previous steps were performed over the course of less than thirty seconds.) Replaced expiratory filter with new one, and problem resumed. Removing the new filter no longer resolved the issue. Patient was bagged while ventilator was changed out. New ventilator operated without issue.